Event description:
Attempted to implant a lens but it had a problem ejecting from the cartridge and the haptic tore. There was no pt contact or injury. An msi-pf injector and an sfc-25c cartridge were used but the lot numbers were not provided by the facility.